Manufacturer narrative:
The investigation is finalized. The reported issue related to the rail of the mobile cart was confirmed during visual inspection of received photograph's that was supplied with the complaint. The rail is mounted with two screws and one of the screw had come loose. The ventilator was investigated on-sight by a representative from the factory. Our conclusion is that the rail has been exposed to a mechanical force greater than it is design to sustain.

Event description:
Manufacturer reference # : (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the rail that is mounted on the ventilator yielded and the support arm that was attached to it, fell. There was no patient harm reported. (B)(4).